Event description:
It was reported that during the procedure, unintended movement of the stent delivery system occurred; resulting in partial deployment of the stent in the posterior communicating artery (pcom). The physician continued deployment of the stent in response to the event without any clinical consequences to the patient and a similar device was implanted at the lesion.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was implanted; therefore, physical analysis cannot be performed. Additional information received confirmed that the 2f stabilizer was inadvertently advanced independently from the 3f microdelivery catheter. The directions for use (dfu) warns that moving the stabilizer independently can lead to premature deployment. Therefore, based on the information available, a root cause of use/user error has been assigned to this event.

Event description:
It was reported that during the procedure, unintended movement of the stent delivery system occurred; resulting in partial deployment of the stent in the posterior communicating artery (pcom). The physician continued deployment of the stent in response to the event without any clinical consequences to the patient and a similar device was implanted at the lesion.